Manufacturer narrative:
The manufacturer previously submitted the complaint as related to both serious injury and product problem in box b "report type". After further investigation it was determined that the serious injury and patient death that occurred have nothing to do with the device.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was alarming for circuit disconnect. Patient passed away while on the device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for circuit disconnect. Patient passed away while on the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.